Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.